Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegms demonstrated ventricular undersensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 8 months, ventricular undersensing was reported. The lead and ICD remain implanted and active. No adverse patient side effects were reported.